Manufacturer narrative:
Lot number not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient underwent a craniotomy tumor resection. As the surgeon was implanting the three (3) ti low profile neuro screw self-drilling, the screw heads came off and the remaining portion of the screws remained in the patient. Surgical procedure and patient outcome are unknown. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
The incorrect date was inadvertently utilized in initial medwatch. The correct date is august 31, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.